Event description:
On (B)(6) 2013, animas contacted the patient's mother for another reason and during the course of the call, she reported that her son had discontinued the pump and was on injections. They felt the pump just did not work for him. In (B)(6) 2013, the patient was hospitalized for a week due to high blood glucose (bg) issues, (300- 500 mg/dl) with vomiting and fatigue. She also reports liver enzyme issues while in the hospital. Mother was unwilling to troubleshoot and disconnected the call. This complaint is being reported because it is unknown whether the patient was still on the pump when the hospitalization occurred, and because it is unknown if the pump contributed to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.